Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function at all and the contacts were corroded. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to immersion during cleaning which is failure to follow the directions for use and would be misuse, abuse and/or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate..

Event description:
It was reported that prior to surgery, it was discovered that the electric pen drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device did not function at all. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.